Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("deeply embedded enough"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 1997 to 2013. Concurrent conditions included menometrorrhagia, uterine fibroid, iron deficiency anemia, obesity, hyperlipidemia, obstructive sleep apnea syndrome, urinary incontinence, stress, varicose vein, arthralgia, gallbladder operation and type ii diabetes mellitus. Concomitant products included baclofen, colecalciferol (vitamin d3), ferrous sulfate, ibuprofen, interferon beta-1a, interferon beta-1a (rebif) since 2010, metformin since 2017, norethisterone (norethindrone), norethisterone acetate (aygestin) since 2016, omeprazole, procet (acetaminophen w/hydrocodone), simvastatin, simvastatin (zocor) since 2015, venlafaxine and venlafaxine (effexor) since 2010. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy with robotic assist) and surgery (removal surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and cystoscopy outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, cystoscopy, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or around (B)(6) 2017, shw was forced to undergo one or more surgeries to remove one or more of essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2013, hysterosalpingogram - history: contraceptive management findings: each essure device is in satisfactory position in the right and left fallopian tube. Both fallopian tubes are occluded. There is an arcuate uterus. No filling defects in the uterus. Impression: the essure devices are in good position with documentation of tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Unable to confirm complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("deeply embedded enough"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 1997 to 2013. Concurrent conditions included menometrorrhagia, uterine fibroid, iron deficiency anemia, obesity, hyperlipidemia, obstructive sleep apnea syndrome, urinary incontinence, stress, varicose vein, arthralgia, gallbladder operation and type ii diabetes mellitus. Concomitant products included baclofen, colecalciferol (vitamin d3), ferrous sulfate, ibuprofen, interferon beta-1a, interferon beta-1a (rebif) since 2010, metformin since 2017, norethisterone (norethindrone), norethisterone acetate (aygestin) since 2016, omeprazole, procet (acetaminophen w/hydrocodone), simvastatin, simvastatin (zocor) since 2015, venlafaxine and venlafaxine (effexor) since 2010. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced cystoscopy ("cystoscopy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy with robotic assist) and surgery (removal surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and cystoscopy outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, cystoscopy, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or around (B)(6) 2017, shw was forced to undergo one or more surgeries to remove one or more of essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, hysterosalpingogram - history: contraceptive management findings: each essure device is in satisfactory position in the right and left fallopian tube. Both fallopian tubes are occluded. There is an arcuate uterus. No filling defects in the uterus. Impression: the essure devices are in good position with documentation of tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from mr: new reporters added. Concomitant conditions and drugs added. New events added: deeply embedded enough (from mr). On (B)(6) 2018: information from pfs and mr: new reporters added. Patient demographics added. Lot number added. Concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), cystoscopy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal surgeries ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: in or around (B)(6) 2017, (B)(6) was forced to undergo one or more surgeries to remove one or more of essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.